Manufacturer narrative:
Backup battery is an alternate power source. The ventilator will function with the primary ac power source and continues to ventilate the patient if the backup battery is not functioning. However, in the event of an ac power loss, the ventilator will be unable to sustain operation if attempted to power on using a discharged battery. This event would be likely to cause or contribute to patient harm. The patient must be placed on another means of ventilator support.

Event description:
The backup battery test failed during preventative maintenance. There was no patient involvement.